Event description:
A (B)(6) rep returned an electrode belt indicating constant adjust belt/check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt) has been confirmed. As received, there was a flat-line signal on both the front-back and side-side ECG channels. Upon eval, the pin 3 wire of the j1 connector was pinched inside ECG electrode d. The cause of the adjust belt/check belt alarms is the flat-line signal. The cause of flat-line signal is the pinched pin 3 wire. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.